Event description:
The customer reported that the alarm has no power even when batteries were replaced with new supply. The customer reported there was no visible signs of battery acid leakage or corrosion and there was no visible damage to the outside of the alarm. There was no patient contact. Inspection of the returned alarm found that there was battery acid on the battery contacts.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product shows that the alarm has battery acid and corrosion in the battery compartment. The alarm powers up but the voice message does not play as it should, instead there is a clicking noise. Note: the keepsafe deluxe has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).